Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient exhibited more than 30 degrees of iol rotation, which was identified on the eighth day post-surgery and required repositioning. Additional information was requested.